Manufacturer narrative:
The pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella rp flex support and during support, there was a sudden drop in flows with an associated motor spike. The impella was increased from p6 to p7 in order to maintain flows of 1.5 liters per minute or greater. Transesophageal echocardiogram confirmed the presence of a small clot at the outlet causing a partial occlusion of the cannula. The pump was successfully weaned. The patient remained stable and survived the explant.

Manufacturer narrative:
Impella rp flex returned for evaluation. Upon visual inspection, biomaterial was present on the impeller blade. Data logs were reviewed and lt logs at time of sudden drop in flows shows a motor current spike with a step up in motor current and placement signal. Purge flow drops slightly with purge pressure becoming slightly more pulsatile. Clinical details noted that patient experienced sudden drop in flows and a motor current spike was seen. The root cause of the low pump flow was due to biomaterial ingestion. The failure mode of "thrombus" was investigated under "low pump flow" as the root cause of the low pump flow was due to biomaterial. G1 reporting contact email revised on manufacturer device report 1220648-2024-23221 in accordance with updated procedures.